Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Customer explained that the tumescent pump mechanism is active without pedal being depressed causing fluid to be dispensed from tubing end. There was no patient present in the room at the time.

Manufacturer narrative:
Evaluation determined that the pump head assembly was aging. No risks to patient in this case. The investigation confirmed that the pump head assembly failed, which cause the fluid to dispense through tubing without the pedal being pressed. All functions tested 100% to manufacturing specification.

Manufacturer narrative:
(B)(4).